Event description:
Healthcare professional reported side unspecified mastalgia, hardening, deformity of the breasts, radial folds, a small amount of fluid around them, capsular contracture, baker grade iii/IV, and multiple solid nodules in breasts. Additionally reported was simple cysts which have been deemed not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; seroma.